Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protrude/loose drive support disk. Unable to confirm the alarm. The device was received with scratched screen, cracked case near the display window corners, and cracked reservoir tube lip, and scratched reservoir tube window.